Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2012, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e2006, e1405 and e2330 capture the reportable events of erosion, extrusion and protrusion of mesh, dyspareunia and pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; anal pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2021, the patient commenced topical treatment (including estrogen cream): ovestin cream for the treatment of: thicken virginal wall. Treatment duration: on going. Boston scientific received an additional information on july 13, 2022, as follows: note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a pfr kit pinnacle lite posterior and pfr kit uphold lite vaginal support system device were implanted into the patient during an anterior uphold mesh repair and posterior pinnacle repair procedure on (B)(6) 2012, for the treatment of cystocele and rectocele. The patient experienced complications following the procedure. Eep (erosion/extrusion/protrusion of the mesh), back pain, vaginal pain, anal pain, painful intercourse, inability to have intercourse, offensive vaginal discharge, difficulties with bowel motions, recurrent incontinence are among the symptoms of the patient.

Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: date of event was approximated to august 21, 2012, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6); (B)(6) hospital. Block h6: patient code e2006, e1405 and e2330 capture the reportable events of erosion, extrusion and protrusion of mesh, dyspareunia and pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; anal pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Nonsurgical treatments: on august 31, 2021, the patient commenced topical treatment (including estrogen cream): ovestin cream for the treatment of: thicken virginal wall. Treatment duration: on going. Boston scientific received an additional information on july 13, 2022, as follows: note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a pfr kit pinnacle lite posterior and pfr kit uphold lite vaginal support system device were implanted into the patient during an anterior uphold mesh repair and posterior pinnacle repair procedure on (B)(6) 2012, for the treatment of cystocele and rectocele. The patient experienced complications following the procedure. Eep (erosion/extrusion/protrusion of the mesh), back pain, vaginal pain, anal pain, painful intercourse, inability to have intercourse, offensive vaginal discharge, difficulties with bowel motions, recurrent incontinence are among the symptoms of the patient.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; anal pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: thicken virginal wall. Treatment duration: on going.